Event description:
It was reported that the alarm was muted and no further action was taken. The patient was fine. The modular cable would not be replaced. The cause of the alarm could not be determined.

Manufacturer narrative:
Section b5: additional information. Section d1 and d4: correction. Since the cause of the alarm could not be determined, this event will be reported against the system controller instead of the modular cable. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called stating there was a yellow wrench alarm with the message "driveline communication fault". No other alarms occurred. The patient came to the hospital on (B)(6) 2020 and the alarm was cleared. Once the patient was at home the alarm came back. Additionally, the outer layer of the patient's modular cable was damaged. It was recommended that the modular cable be exchange, however, the decision was made not to exchange the modular cable unless absolutely necessary. The patient was sent home and scheduled for a routine visit in 6 months. No further information was provided.

Manufacturer narrative:
Additional information. Manufacturer's investigation conclusion: the reported event of a driveline communication fault alarm was not confirmed. The system controller (serial number (B)(6) was not returned for analysis, and no log files were associated with the reported event. Per additional information, the alarm was muted and no further action was taken, and no equipment was exchanged. The root cause of the reported event was unable to be determined through this analysis. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including alarms associated with driveline communication fault alarms. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.